Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. Based on the available information we are not able to identify a definitive root cause at this time. H3 other text : see h.10.

Event description:
It was reported that the injector luer lock n35j experienced foreign matter/coring observed in vial or fluid path. The following information was provided by the initial reporter: while preparing busulfex using protector, the hcp drew the drug from the vial and then pushed it into the saline bag through the spike. At this time, floating substances were generated. They looked like something melted.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the injector luer lock n35j experienced foreign matter/coring observed in vial or fluid path. The following information was provided by the initial reporter: while preparing busulfex using protector, the hcp drew the drug from the vial and then pushed it into the saline bag through the spike. At this time, floating substances were generated. They looked like something melted.